Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached dropped below 70 mg/dl while wearing the pod between 4 and 24 hours. Patient reported after biking, she got home, felt disoriented and lost consciousness; paramedics were called to her home. An electrocardiogram was performed and the patient was treated with dextrose (10 grams). Patient declined the need to go to the hospital and paramedics left after about one hour. Patient also reported meeting with a diabetes educator, who "loosened up" her insulin to carbohydrate ratio on days she goes biking; they also personally decided to change the maximum basal rate. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.